Event description:
During preventative maintenance of the device, the user reported that the end cap assembly was missing. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.